Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. It is typically not related to product malfunction. The root cause of this event cannot be conclusively determined with the available information; however, this adverse event was likely exacerbated by the progression of the patient's underlying valvular disease pathology with or without svd and/or n-svd. The root cause has been determined to be due to procedural-related factors related to the initial valve implant procedure. The subject device was not returned for evaluation as it was discarded post procedure. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 19mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of four (4) years, 10 months due to degeneration leading to symptomatic severe aortic stenosis and patient prosthesis mismatch with heavy pannus formation. The redo avr procedure was performed with a 21mm 11500a pericardial valve. There was intraoperative bleeding near the aortic patch line due to friable tissue; cpb was reinstituted for the repair. The patient tolerated the procedure well and was transferred to the ICU in stable but guarded condition. On pod #3, the patient converted to rapid atrial fibrillation. New medication was implemented and the patient was discharged on pod #8.